Manufacturer narrative:
Exact date unknown, event occurred approximately two years ago.

Event description:
It was reported that the patient was not getting pain relief. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.